Event description:
It was reported that the plastic from the tibial impactor coming away and leaving deposits while impacting tibial component. There was no delay reported. No patient injuries reported. It is unknown if a backup device was available

Manufacturer narrative:
The associated complaint devices were not returned. Without the actual products involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.